Manufacturer narrative:
(B)(4). The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that twist sleeve came off the main body of the transfer set when the caller opened the twist clamp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. A visual inspection was performed with an issue of a broken occluder feet noted. A leak test and clear passage test were performed with no issue noted. A clamp function test was performed with a broken occluder feet noted. The problem was confirmed for the reported problem. Should additional relevant information become available, a follow-up report will be submitted.